Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after the customer filled the cartridge with 170 units of insulin. There was no impact to the customer's blood glucose level. An additional 75 units of insulin was added to the cartridge and the customer was able to successfully complete the load process.